Event description:
It was later reported the patient had telemetry issues. It was stated the patient¿s implant was 4 cm deep and was easily palpable by touch. It was noted telemetry with both the clinician programmer and patient programmer was not possible at time of report. Reportedly, the patient wasn't feeling stimulation and hadn't since (B)(6) 2013. It was stated the longevity estimate was at about 9 months and the patient had the implant for two years. It was reviewed that the implant was a depleted battery.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient had no concerns with their device therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v800432, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon. There was a por condition. It was noted that: "it is one with a triangle that patient services can not clear". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).